Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zest per# 19-1080 (B)(4). Received one locator abutment. Product returned without original package; therefore, unable to verify part/lot number information. Visual inspection: the abutment has smooth wear at the coronal surfaces, plaque inside the broach, and it broke at the post minor thread. There is no manufacturing defect noted. No device lot number was provided so a device history record review and a complaint history review could not be performed. Customer state that locator abutment was fractured. Based on the evaluation of the return product, the complaint was confirmed. The complaint and product associated has been received, reviewed, and evaluated as required by zest dental solutions complaint process and applicable regulations. Based on zest's evaluation of the returned product, there was no change in reportability for the reported item. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The product, and complaint report were received, reviewed, and evaluated as required by the zest dental solutions complaint process and applicable regulations. The complaint evaluation included assessment of whether the event contributed to death, serious injury, or a malfunction that could contribute to death or serious injury. Events meeting this additional criteria were further reported to applicable regulatory authorities as required. Per the zest complaint process, the complaint condition reported was documented and reviewed to determine if further investigation was necessary. As applicable, such investigation was performed to identify and document whether the device failed to meet specifications. Subsequently, the complaint event was logged into the zest dental solutions complaint database for further, tracking, trending and monitoring. Such tracking, trending, and monitoring enables zest dental solutions to react appropriately to significant changes in the expected performance of our devices. In cases where the trend of performance does not meet expectations, customer notification and corrective & preventative actions are initiated as required by the zest dental solutions complaint process.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown / not provided. The device was not returned.

Event description:
It was reported that the abutment fractured.